Event description:
On 01/04/1999, the manufacturer (MFR) received a medwatch report (uf# not included see attached) from the facility that states the following: the device was inserted on 11/05/1998, in the left anterior chest wall for the patient to receive tpn and lipids. The nurses and physician had much difficulty accessing the device. When it was accessed, there would be leakage. No further details were provided.